Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the outer layer of the balloon delaminated during the procedure. The surgeon retrieved the pieces from the cavity. It is felt a portion of the layer remained in the cavity. X-rays did not reveal the silicone. No pt injury reported.